Manufacturer narrative:
H.3. And h.6. Please refer to report # 9610816-2020-00479 which is the correct one. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the parameters are oscillating displaying saturation data not compatible with the clinical/ hemodynamic stability of the patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.